Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - the patient experienced a hematoma and lodge of defibrillator. Also, stitches from the surgical scar broke and blood coagulation tests were unsatisfactory. The patient was hospitalized, a pressure bandage was applied and anticoagulation medication was stopped. It is unclear exactly what lodge of defibrillator means, so a request for clarification was sent, but has not been responded to.